Event description:
It was reported that a lead warning was triggered for high impedance on the right ventricular lead defib coil. The physician is monitoring the lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.